Event description:
It was reported that this pacemaker's battery appeared to be prematurely depleting as battery life changed from two and half years in (B)(6) 2022 to seven months by (B)(6) 2023. Data was unable to be send to technical services (ts) as patient is not follow on latitude system. At this point, device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.